Event description:
This pt experienced a myocardial infarction (mi) approx three months after cypher stent implantation in an saphaneous vein graft (svg) to the distal right coronary artery (rca). This 215-pound female pt (age unk) with a previous medical history of prior cagb, hypertension, high cholesterol, and obesity was admitted electively to the cath lab with complaints of unstable angina. She was currently taking aspirin. Angiogram noted significant disease within the three major native coronary vessels. This also revealed a 90% long (25mm), mildy calcified lesion in a 4.0mm saphaneous vein graft (svg) to the distal rca. Flow through the graft was noted to be timi I. Integrillin was administered IV, lovenox was administered sub-cutaneously, and a loading dose of 450mg of plavix was administered by mouth. A 3.5 x 28mm cypher stent was deployed (atms unk) within the lesion via direct stenting technique. The stent was postdilated (balloon and atms unk). The residual stenosis was reported to be 0% with timi iii flow throughout the stented segment. The pt was discharged the following day with orders for plavix (6 months), aspirin, statins, and ace-ihibitos. Two months later, the pt complained of chronic angina. Approx one month later, the pt presented with chest pain and was ruled in for a non-st segment elevation myocardial infarction (mi) via cardiac enzyme levels. The exact lab values are unk.

Manufacturer narrative:
The treatment and outcome of this event is not known; however, the report indicated that there was no revascularization performed. Add'l pt, procedural, and product info has been requested from the study coord and will be submitted within 30 days of receipt.